Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: analysis and results - there are no previous complaints of this code-batch. There are no units in our stock. We have received 30 closed samples and two open samples (without packaging). The needle is detached from the thread in one of the open samples received and in the other, we have only received a detached needle (thread is missing). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Review of the batch manufacturing record of this product showed there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were (B)(4) in average and (B)(4) in minimum and fulfilled ep requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of ep/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed.

Event description:
It was reported that there was an issue with a safil pack at a veterinary clinic. It was noted that the suture easily breaks off the needle. Additional information is not available.